Event description:
Country of complaint: (B)(6). Magazine (ligating clips) detached (from the multifire clip applier) during surgery, after successful application of 3 to 5 clips. Fragment fell into pt. The surgery was not prolonged more than 15 minutes. Magazines discarded.

Manufacturer narrative:
Clips were not returned for evaluation; discarded. Lot number is unknown. Clips were being used in with component (applier): pl506r / multifire clip appl 10mm 370mm.